Event description:
The nurse reported a system message displayed after the vitrectomy portion was completed. The surgeon completed the case. The surgeon cancelled the following 4 cases. No patient injury was reported.

Manufacturer narrative:
The system was returned for in-house eval and the problem report was confirmed. The pcb and lamp assembly were replaced. The system was recalibrated. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).